Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving an unknown drug via an implantable pump for spinal pain. It was reported that the physician requested turning the patient's pump off. The healthcare provider (hcp) was planning on explanting the pump next week, but the patient was in the clinic today and the critical alarm was going off. They did not know why they were explanting the pump or why the pump was alarming. The manufacturer representative did not have details regarding the alarm yet. No patient symptoms or complications were reported. (B)(6) 2022 (rep) document contained no new information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.